Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm maryland bipolar forceps instrument's insulation of the cable pull was defective; it crumbled away. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: on september 4th, I was informed by the cssd that the maryland forceps appeared to have a defect at the visible cables in the joint, with the black coating partially peeling off. We inspected the instrument and decided not to use it anymore, as parts of the coating continued to fall off. Therefore, it was not used on the patient, as the problem was noticed before reprocessing. During the previous use on the last patient, no problem was reported. Arcing was not observed, and the customer used another maryland forceps complete the procedure. Parts of the coating in the joint were falling off.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley location. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation did not show damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.